Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result when compared to retesting of a different sample on their laboratory analyzer.there is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will begin once files have been received. The customer has installed a new measurement cartridge and is operational. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. The rp500 instrument was found to be performing as intended. There were no system or sensor specific errors in and around the time the patient sample in question was measured. The aqc (automatic quality control) data for the total hemoglobin (thb) parameter was stable for the duration of measurements and within reportable range. Thb results are sensitive to sample collection and handling techniques. Preanalytical factors like hemolysis and insufficient mixing, time to sampling, etc. Are known causes for imprecise thb results. The system data files for sensor raw responses are critical for investigation in order to help determine the root cause for thb discrepancies. Furthermore, patient outlook, medical history and treatment information are important factors for reviewing a discrepant thb result. These were requested but were not provided for this investigation. The cause of this event is unknown. No device problem found.